Manufacturer narrative:
Method: lens work order search/medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. A lens work order search was performed and no similar complaint was found. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review: review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e. G. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the device was implanted off-label (patient(B)(6)). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safely of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in the patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. No other lens was implanted.

Manufacturer narrative:
Pt weight: unk. (B)(4). Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).